Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not available.

Event description:
The device was implanted via l-p shunt on 2011. The patient is (B)(6) years old boy .the initial setting pressure was 180mmho. The patient had terrible headaches. After implantation, the surgeon found broken valve by MRI on (B)(6) 2016. The device was removed and a revision was performed with 82-3100 on (B)(6) 2016. The removing valve is 50mmh2o, the revision valve is 180mmh2o at the beginning. The patient¿s condition is good. The surgeon suspects the valve was damaged by external shock. No further information was provided by hospital.